Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the surgeon was using the force bipolar instrument while pulling a stitch and the jaws of the instrument rotated out from the wrist. This occurred at the end of the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no issues noticed. The reprocessing procedures have not changed, the instrument was replaced and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation (fa) did not replicate or confirm the customer reported complaint. Fa found the primary finding of could not reproduce- cannot verify external event to be related to the customer reported complaint. The force bipolar instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempted to further support could not reproduce (cnr) finding: visual inspection of the force bipolar instrument found no physical or cosmetic damage on the distal end. The grips were inspected, and the proximal end of the grips did not exhibit any signs of abnormal bending. The instrument housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. An energy delivery test was performed while the instrument was installed on an in-house system and passed. There was no problem detected. Isi has received the images of the broken force bipolar instrument. The review of the provided image is conducted by the regulatory post market surveillance specialist (rpms) and found that the image was consistent with the alleged complaint of the instrument rotating out from the wrist. A review of the instrument log for the force bipolar (part number 471405-06/lot number k10220228 0081) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6)2022. On system sk5473. The alleged instrument had 3 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument moved with unintuitive motion. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.